Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying part and/or lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
X-rays taken (B)(6) 2017 revealed both the rods had once again pulled out axially from both polyaxial screws. The arsenal construct was implanted on (B)(6) 2017 during a revision surgery for the same type of occurrence (ref. MDR 2027467-2017-00026). The rep indicated the patient is asymptomatic and she'll be advised not revise again at this time.

Manufacturer narrative:
On 7/28/2017 - additional information provided by the sales rep. Revision surgery has been conducted to remove the entire arsenal system. The explanted construct is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
The product returned was uniquely identified for levels s1 and s2 as well as the side of the construct from which it was explanted. The rods used in the left and right side of the constructs were also identified. The returned product from the rest of the construct was not uniquely identified. Upon examining the provided x-rays of the failure, they show a dissociated set screw from the right s2 screw. The left s2 set screw was still within the head of the pedicle screw. Based on review of the explanted product, the wear patterns indicate that the set screw at right s2ai deformed from a high impact load on a non-normalized rod. The location of the failure is at the bottom of a construct ending in the sacral-iliac region where screws typically experience the highest loads because they are exposed to the full moment arm of the construct. It is likely the right screw deformed from these loads. Once the set screw was deformed the axial load locking the set screw to the rod and pedicle screw were compromised. This compromised axial load can result in the set screw dissociating which is consistent with the complaint description. Based on this assumption and the analysis of the explanted product, it appears that the axial slip failure at right s2ai occurred first, which transferred the load to the left s2ai and pulled the rod partially through it. The axial load locking the rod to the left s2ai pedicle screw may have been previously reduced from friction between the rod and pedicle screw allowing the axial slip to occur easily. As the construct was continually fatigued, the set screw at left s2ai began to rotate out of the s2ai pedicle screw resulting in the "starburst" wear patterns. When the right s2ai screw was compromised, the load was also transferred to the right s1 screw causing the rod to partially pull through the s1 as well. As the construct was continually fatigued the set screw at right s1 started to rotate out as well as indicated by the partial "starburst" wear pattern.